Manufacturer narrative:
Patient (B)(6). Exact date of symptom onset is unknown. Additional product codes for this report include hwc. Partial UDI number: (B)(4) lot unknown. The original implant procedure was performed on an unknown date. Per facility, the complainant parts have been returned to the patient and are not available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was initially implanted with a tornier reverse shoulder prosthesis (aequalis) along with synthes hardware on an unknown date. The synthes devices included: 3.5mm synthes locking compression plate (lcp), four (4) 3.5mm locking screws, and two (2) cables. Due to complaints of pain and a confirmed non-union, the patient returned to the operating room on (B)(6) 2016 to undergo revision. An x-ray available during surgery revealed that the prosthesis was located proximally with the lcp plate, screws, and cables placed laterally on the humerus. The plate, screws, and cables were removed intact and replaced with two (2) plates that spanned the entire humerus (medially and laterally). Approximately sixteen (16) to seventeen (17) screws were also implanted. The procedure was completed without delay; the patient's outcome was reported as good. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: tornier reverse shoulder prosthesis (part and lot unknown, quantity 1).